Event description:
It was reported before and when using the bd vacutainer® urine transfer straw, the straw containing the cannula and the holder separated on 4 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 29-dec-2025. Investigation summary: bd received one sample for investigation. The visual evaluation of the sample confirmed the indicated failure mode. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before and when using the bd vacutainer® urine transfer straw, the straw containing the cannula and the holder separated on 4 devices. No adverse impact was reported regarding the patient or user.